Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient experienced recurrence pain, erosion, extrusion, infection, bleeding, urinary problems, dsypareunia and unspecified other outcomes. The patient had excision of mesh on (B)(6) 2007. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedure of transvaginal hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced scarring and urine leakage.

Event description:
It was reported that following insertion the patient experienced scarring and urine leakage.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.